Event description:
During product service by a service technician, a flo-gard infusion pump was found to have experienced an insert slide clamp alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of recertification. Visual inspection, functional testing, and battery testing were performed. The insert slide clamp alarm was found during the evaluation. The cause was determined to be an inoperative safety slide clamp assembly. To correct the condition, the slide clamp assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.